Manufacturer narrative:
This product remains in service and will not be returned. No additional information is available at this time. If additional information becomes available, this event will be updated. The device was subsequently explanted for normal battery depletion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that high out of range threshold and impedance measurements were noted on the right ventricular (rv) lead following a device replacement procedure for normal battery depletion (nbd). Intermittent loss of capture (loc) was also reported on this pacemaker dependant patient. A lead connection issue was confirmed, the rv lead pin was not completely inserted into the header. The lead was successfully repositioned and measurements were within normal limits. To date, no adverse patient effects were reported. --